Manufacturer narrative:
A customer from the united states notified biomérieux of test results that were incorrectly associated with the wrong patient in association with the vitek® 2 hp rp5800 pc-wes7. An investigation was performed. After a thorough review of the provided customer database, logs and screenshot evidence, it was determined that duplicate isolates and manual manipulation of data caused the system to send the incorrect results for the wrong patient. In this case there were multiple 250461-1 isolates. A patient record was sent from the customer's lis (laboratory information system) to observa® software for patient 2, associating it with accession ID 250461. However, this patient record update was never received by the vitek 2 systems software, because the customer was manually sending results to vitek 2 systems software and this particular update was not sent manually. Patient 1 was initially associated with one of the 250461 isolates. When the cards for isolate 250461 completed, the results were sent for patient 1 to observa. No anomalies were found during the course of this investigation. It is known that the vitek 2 systems patient demographics is susceptible to the incorrect association of patient results, when data is manually modified by the customer. The system behaved as designed.

Event description:
A customer from the united states notified biomérieux of information being linked to the wrong patient in association with the vitek® 2 hp rp5800 pc-wes7. Patient demographics that were manually entered into observa for an old patient were linked to an incorrect accession number in vitek®. The accession number should have linked to a new patient where demographics were downloaded to observa from the laboratory information system (lis). The customer corrected the error in vitek® so the only indication that the accession number was linked to the incorrect patient is in the audit trail. The customer also stated that they had a corba error within the same time period and all information started flowing after the error resolved itself. The customer reported that no incorrect results were released to the physician and there was no impact to a patient. A biomérieux internal investigation will be initiated.